Event description:
It was reported that the emboshield nav6 was used in the left popliteal artery during angioplasty. The procedure went well until the delivery catheter (dc) was used, rather than the retrieval catheter, to try to remove the nav6. A loop occurred on the nav6 barewire and the wire kinked from the wire manipulation. Force was applied and the dc separated in the patient. The physician tried to capture the separated segment using a procedural sheath, but could not get past the loop that was inadvertently created. A surgical cut down of the common femoral artery was required to remove the separated segment of the dc. The physician was aware of this user error. There was approximately a two hour delay in the procedure, but the patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal (use of the delivery catheter, rather than, retrieval catheter to capture the filter), incorrect anatomy the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The embolic protection device was returned for analysis. The reported separation was confirmed. The reported guide wire kink was unable to be confirmed as the barewire was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and a similar incident query could not be performed as the lot number was not provided. Based on the reviewed information, no product deficiency was identified.